Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose was 379 mg/dl during the time of the 911 call. The customer stated that her pump was broken and she began to panic. The customer stated that the pump broke after she ate peaches. The customer was treated with manual injections and released when she was stable. The customer was advised that the amount of the bolus wizard is offering the same amount that is shown on the pump with the same settings.